Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements. Boston scientific technical services (ts) was consulted and reprogramming options were suggested. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).